Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section "references") that the pump will alarm? No disposable" if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a no disposable pump won't run alarm occurred. No patient injury was reported.